Manufacturer narrative:
.

Event description:
It was reported the patient had difficulty charging their stimulation device due to coupling issues. A new antenna was going to be sent to the patient. Additional information received indicated the patient did not see their physician about the event. The programmer was replaced. The patient was still having problems with the system. The patient also reported swelling in the area of the implant and leg. A revision was done in june.